Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue and resistance with the thumbwheel were unable to be confirmed due to the condition of the returned unit. The separation of the handle halves and shaft were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely related to case circumstances. The condition of the returned device suggests that the distal shaft was kinked or entrapped within anatomy preventing movement of the shaft lumens and causing resistance with the thumbwheel. Additionally, continued attempts to rotate the thumbwheel against resistance likely caused the outer member to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the handle halves and shaft of the 5x150mm absolute pro self expanding stent system (sess) separated during intentional manipulation. It was confirmed that no portion of the device remains in the anatomy except for the implanted stent. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-calcified superficial femoral artery. A 5x150mm absolute pro self expanding stent system (sess) completely failed to deploy the stent, and the thumb wheel stopped rotating. The sheath was retracted with force, and the stent was deployed successfully. The patient is in good condition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.